Event description:
It was reported that following an uncomplicated thermal ablation procedure in 2009, the pt became very nauseated. After four episodes of vomiting, an ambulance was called and the pt was taken to the hosp. The pt was admitted overnight and released the next day. Upon f/u, the pt was fine.

Manufacturer narrative:
Date sent to the FDA: 11/03/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.